Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by mild abdominal complaints (unspecified) and cloudy pd effluent. The breach in aseptic technique was not further described. On the same day as onset and diagnosis, the patient began treatment for the peritonitis with vancomycin, 2.5 grams, intraperitoneally (ip), one dose on this date, another dose four days later, and another six days later. On the same day as onset, the patient also began treatment with tobramycin, ip, once per day and was ongoing at the time of this report (dose was not reported). The patient was recovering from the event. No further detail was provided regarding whether the patient was hospitalized for the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.